Event description:
The device was connected to the pt to facilitate diagnosis. The device was cold. Reportedly, the device display was dark and took several minutes to become readable. Although the pt ECG was reportedly too dim to be visible, the operator reportedly observed the device displayed a heart rate of 170 beats per minute, but when a hand held pulse oximeter was connected to the pt, it showed the rate was actually 80 beats per minute. There were no adverse effects to the pt being treated.